Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an conflicting results with the binaxnow ag card. Per the consumer, the patient is symptomatic with headache, nausea, and extreme fatigue. No additional information, including patient treatment and outcome was provided.